Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient tried connecting to the ins to activate MRI mode today but it couldn't find device. The patient's ins battery had been dead for 6 months. Technical services reviewed that the device needs to be recharged and to activate MRI mode. The hcp would have the patient recharge and try again later. A patient representative called into patient services shortly after for assistance charging the ins. It was reported that the patient needs an MRI and needs assistance in charging the ins so they can put their device in MRI mode. The caller stated that the patient doesn't use therapy or charge their device so the ins battery is depleted. Patient services walked the caller through passive mode recharge. The caller confirmed 98/99 displaying. After a couple minutes of passive mode recharge, the controller displayed that it needed to be charged. Patient services instructed the caller to charge the controller and then go through the steps of passive mode recharge again. The caller was instructed to call back if additional assistance is needed. No symptoms were reported. This device was implanted on july 14, 2021. After the procedure, hcp told pt that he couldn't get the device exactly where he wanted it but it would be fine. Pt received no relief and after several weeks was able to get another appointment. Later, hcp told pat what we need to do. We will burn the nerve endings. Pt did have the burn procedure and after no relief, again they tried to contact the office several times with no answer or return call. Pt returned to their primary care doctor who suggested it was time to see another doctor. Pt had imaging, (can't remember if it was a c-scan or MRI). When pt returned to his office, hcp explained that the device couldn't possibly give any relief because it is in the wrong place. Hcp then said that when the device couldn't be placed exactly in the spot needed, the procedure should have been stopped. Pt still has the device in the back but it gives absolutely no relief when it is charged. After charging patient was able to put it in MRI mode.